Manufacturer narrative:
H.6 investigation summary: two photos and 12 sealed packaged integra syringes, confirmed to be from batch #9018575 (p/n305269), were received. The photos only depicted the carton label and the blister package top web information. No reported defective product was shown in the photos. The samples were visually evaluated. No actual reported defective samples were returned for evaluation. The 12 sealed syringes had no observable defects. The 12 syringes were tested for retraction cut forces per procedure. All 12 syringes had plunger rod and hub cut force values within the acceptable range per product specification. No defects were confirmed with these samples. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defe.

Event description:
It was reported that the bd integra¿ syringe with detachable needle failed to retract during use. When troubleshooting the device, the needle dislodged "in projectile fashion" from the hub and onto the floor. The customer reported 4 occurrences of retraction failure, and 2 occurrences of the needle separating from the hub. However, the dates and/or patient information for some occurrences are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "2/4 treatment #2¿4 sc injections¿needle did not retract after administrations; rn withdrew the needle from the patient and pressed firmly to engage the retraction device, however, after the first two needles did not retract she did not attempt retraction with the final two needles;" "I was unable to engage the retraction device on the first syringe. The second syringe did not retract, but dislodged in projectile fashion onto the floor. Another nurse also attempted to trouble shoot utilizing the retracting syringe, however, the needle did not retract, but dislodged in projectile fashion."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle failed to retract during use. When troubleshooting the device, the needle dislodged "in projectile fashion" from the hub and onto the floor. The customer reported 4 occurrences of retraction failure, and 2 occurrences of the needle separating from the hub. However, the dates and/or patient information for some occurrences are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "2/4 treatment #2¿4 sc injections¿needle did not retract after administrations; rn withdrew the needle from the patient and pressed firmly to engage the retraction device, however, after the first two needles did not retract she did not attempt retraction with the final two needles;" "I was unable to engage the retraction device on the first syringe. The second syringe did not retract, but dislodged in projectile fashion onto the floor. Another nurse also attempted to trouble shoot utilizing the retracting syringe, however, the needle did not retract, but dislodged in projectile fashion."